Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris lvp was clogged. The following information was provided by the initial reporter: medication did not pull through secondary hub on primary tubing. Failure of the chemo to flow from the secondary tubing into the primary.

Event description:
It was reported that the bd alaris lvp was clogged. The following information was provided by the initial reporter: medication did not pull through secondary hub on primary tubing. Failure of the chemo to flow from the secondary tubing into the primary.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 01-dec-2022 . H6: investigation summary: one sample (model # 2420-0007, lot 22085238) and one non-bd equashield ll-2 device were returned by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The smartsite part of the set was attached to a cut off bd 10 ml syringe tip to see if a fluid flow path can be observed while the piston is in the activated position. A fluid path was observed and passed slit visual inspection. The smartsite was then connected to a 10 ml bd syringe filled with water and the set was attempted to be flushed. The set was successfully flushed. It was reported by customer that "medication did not pull through secondary hub on primary tubing could not be replicated. A device history record review for model 2420-0007 and lot number 22085238 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined because the issue could not be replicated.